Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed. Exact occurred in (B)(6) 2017 however the exact date is unknown.

Event description:
It was reported that air leaked from the portex® blue line ultra® suctionaid® tracheostomy tube during patient use. Once the reported leak was observed the tracheostomy tube was replaced. A leak check of the cuff was performed prior to patient use. No information is available regarding how long the device was in patient use prior to the event. No patient injury reported and the incident was resolved.

Manufacturer narrative:
One used portex® blue line ultra® suctionaid® tracheostomy tube was returned for investigation. A device history review was performed and no discrepancies were found. A visual inspection was done and no holes were found. Functional testing showed no leaks from the device. A manufacturing review of a similar device was performed and no discrepancies were found. No root cause was determined as the complaint was not confirmed.